Event description:
The customer reported the monitor unit (mu) changes when the field size within split field verification plan is modified after selecting "clear the dose but keep the mu" option is checked. All treatment field mus will change when editing only one jaw position. According to the report, there was no patient associated with this event. No patient injury has been reported.

Manufacturer narrative:
The customer use case, product labeling, device performance and software coding were reviewing during the investigation of this reported issue. Varian's investigation determined software design deficiency. When a dose relevant parameter is changed and "do not clear mus and reference point dose" is selected, the monitor units (mus) may change. A recall report has been submitted to our local recall district office regarding this matter. No additional follow-up to this MDR is expected. (B)(4).